Manufacturer narrative:
The t:slim g4 user guide states: check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure. Leaks around the luer-lock connection can result in under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was running and the luer lock became disconnected from the infusion set tubing. The customer's blood glucose (bg) level was 300 - 400 mg/dl. The customer took manual injections to address elevated bg level. A recommendation was made for the customer to ensure that the luer lock is tightened and the customer acknowledged.